Event description:
It was stated that the customer passed away due to diabetic ketoacidosis. It was unk whether or not the customer was wearing the insulin pump at the time of death as she lived alone. The customer's father agreed to return the insulin pump to have it analyzed.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. A request to return the device has been made and further information will follow once the analysis has been completed.